Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the o-ring damaged the tank valve connection. The fse replaced co2 tank interface to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that operating room staff contacted technical support because the co2 tank gauges were not functioning correctly, remained in the red despite full tanks, and generated a low-tank alert during a procedure. The initial troubleshooting described by the site had consisted of swapping out multiple co2 tanks, but the condition persisted and the mid-procedure low-tank alert continued to occur. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue was noted outside the procedure. The customer always has a backup insufflator if needed for procedure.